Event description:
The ab5000 ventricle was being swapped to another ab5000 ventricle. While support was being initiated, air was drawn in. De-airing procedures were performed as soon as the air was noted. Apparently, the cannulae retraints may not have been tightened completely. The pt experienced neurological deficits, which are resolving.